Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely the remaining longevity was at 40% six months ago and was now 13%. No adverse patient effects were reported. The device remains implanted and in service. The field representative later reported that the hospital intended to replace this device on (B)(6) 2021. At the moment, the device remains implanted and in service. A new follow up report will be submitted when additional information is received. It was later reported that the device was explanted and replaced on (B)(6), 2021 as planned. No additional adverse patient effects were reported. The device was not saved to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The device was not returned for analysis; therefore, a technical analysis could not be performed and the root cause of the premature battery depletion could not be determined. However, boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely the remaining longevity was at 40% six months ago and was now 13%. No adverse patient effects were reported. The device remains implanted and in service. The field representative later reported that the hospital intended to replace this device on (B)(6) 2021. At the moment, the device remains implanted and in service. A supplemental report will be submitted when additional information is received.